Manufacturer narrative:
Internal file number - (B)(4): evaluation summary: the device was returned for analysis and abbott vascular (av) confirmed the reported deflation issue. The inflation issue was not confirmed. The difficulty removing was not tested as it was based on case circumstances. Av reviewed the lot history record and there were no manufacturing nonconformities that would have contributed to this complaint. The complaint handling database was reviewed and there were no other events for this lot. Further assessment per site operating procedures was performed and identified a potential product deficiency related to the manufacture of the device. Av determined that this is an isolated incident and there is no indication that this issue impacts a wider population of product. Av will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion in the mildly tortuous, mildly calcified, 80% stenosed mid peroneal artery in the lower extremity. A 2.0 x 200 mm armada 14 percutaneous transluminal angioplasty (pta) catheter was selected for the procedure. There were no issues noted during unpacking, inspection and preparation of the pta catheter. The pta catheter was advanced to the lesion and crossed. The physician made three attempts to inflate the balloon before the balloon would inflate to 14 atmospheres. Once inflated, the balloon would not fully deflate and force had to be applied to remove the partially deflated balloon from the anatomy. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.